Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out operation, the right ventricular (rv) lead pin would not seat well in the new device header. A visual inspection of the lead yielded that the lead insulation was compromised. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.